Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The event occurred at (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection reported to be device related on (B)(6) 2015. The patient underwent unspecified surgical therapy. The patient remains ongoing on lvad support. No additional information was provided.